Event description:
It was reported by the clinician that there was noise present on the remote monitor transmission from the implantable cardiac monitor. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).